Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0012404902); product type: 0195-heart valves; product ID l-evolutfx-34, (lot: 0012358655); product type: 0195-heart valves; product ID: evolutfx-34, (serial: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 89.5 mm and complete calcification in the sinotubular junction, a pre-implant balloon aortic valvuloplasty was performed using a 25 mm non-medtronic balloon set to 24 mm for inflation. After anterior expansion, the valve was deployed and the frame expanded to 34 mm. At this point, an infold was observed in the frame. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. A new valve was implanted in the patient. Following the implant of the new valve, mild paravalvular leak was observed in addition to a pressure gradient of 10 mm hg. No patient complications were reported as a result of this event.

Event description:
Additional information was received that a misload was not identified during loading, and a procedural delay occurred in result of the infold.

Manufacturer narrative:
Updated data: b5. H6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.